Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the peritonitis can be attributed to the patient¿s diagnosis of myeloproliferative disorder which lowered this patient¿s immunity and increased susceptibility to opportunistic organisms systemically. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were in the hospital for peritonitis. Upon follow up with this pd patient and the patient¿s pd registered nurse, it was reported this patient was admitted to the hospital on (B)(6) 2020 for peritonitis with associated symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital (date unknown) presented with clostridium tertium and a white blood cell count of 52.2/mm3. The patient was diagnosed with peritonitis due to myeloproliferative disorder that caused the patient to become susceptible to infection systemically. The patient was prescribed oral vancomycin (dose and frequency unknown) to address the peritonitis. The patient was able to undergo hemodialysis (hd) therapy on a hospital provided hd device (brand and model unknown) as pd therapy was temporarily discontinued to allow the peritonitis to heal. It was reported the patient has been undergoing radiation therapy for cancer that has caused a decreased immunity and increased susceptibility to infection. During this admission, the patient was transferred to the intensive care unit due to the severity of the infection. Additionally, the patient contracted clostridium difficile, a nosocomial acquired infection, during this hospital stay. The patient was transferred out of the ICU to another unit within the hospital and discharged on (B)(6) 2020. It was reported by the patient¿s pdrn that the peritonitis and the associated hospitalization were not due a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). The patient has recovered from this event and continues hd therapy on an outpatient basis with no further reported adverse events. The patient plans to continue with ccpd therapy on the same liberty select cycler when they are cleared by their physician to do so.